Manufacturer narrative:
Final found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
Device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up visit, premature battery depletion was observed. Prior information stored has been erased due to possible reset issue that occurred. Physician is waiting to perform device explant. No further information available.